Event description:
It was 1-2 months post implant, a problem started with the patient's pump where it started moving out of the pocket. The movement began gradually. The patient had also lost some weight. They were unsure if the pump movement was because, the healthcare professional (hcp) did not place it right, or the patient lost weight. The pump was resting on the patient's hip and was at the skin level. They were unable to wear jeans because, they would rest on the pump and cause pain. Based on the hcps refill technique, they thought the pump was moving. The hcp thought the pump might be pushing itself out and suggested the pump be surgically repositioned. The pump was used to deliver bupivacaine, baclofen (unknown) and morphine. It was further reported, the pump was tilting and caused pain around the pump site. The pump movement was most likely due to the patients weight loss. The weight loss was "most likely secondary to stress related to a divorce". The pump was not repositioned. The patient's current status was unknown.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2006 (B)(6), explanted: 2013 (B)(6); product type catheter product ID 8596sc, serial# (B)(4), implanted: 2008 (B)(6); product type catheter. (B)(4).